Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "symmastia" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: symmastia and device rupture.

Event description:
Patient reported left side severe pain, experiencing "unusual pain, tingling, swelling, numbness, or burning of the breast," and experiencing "hard knots or lumps surrounding the implant or in the armpit." Patient additional reported "does not have any cleveage and it looks like she has a uniboob." No treatment provided. Later patient called to report body ache for "the last several years," not device related, as well as "bad itching inside of breast a long time ago" unknown side" and "left side rupture" device remains implanted.